Event description:
The ortho summit sample handling system instrument did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Fse checked and verified that all plunger clamp, tip clamp and holding forces are within specification. He also verified proper tip pickup, tip eject, and tip alignments. Instrument is working as expected and no repairs were necessary.